Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a confirmed bladder infection. The primary care physician (pcp) was treating the patient for a bladder infection. The patient felt stimulation more sensitive. She got medication for the bladder infection from the pcp and did not specify oral or medication type. The issue was not resolved at this time. The patient navigated the screen to view other programs but complained she could not put the check mark into that program. It was reviewed how to change programs using the sync key and then the patient was able to successfully change programs. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, or history of utis were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.